Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink microbore i.v. Catheter extension set in which blood leaked from the valve. According to the report, the nurse was attempting to flush the set with normal saline using a 6cc medifil syringe when a small amount of blood backflowed into the set and leaked at the valve where the set and syringe meet. The condition was reported to have occurred during patient use. No additional information is available. .